Manufacturer narrative:
The pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. Unit was downloaded properly using care link pro. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump had minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of low and high blood glucose of 40 to 513mg/dl. Customer treated with food. Customer declined low and high blood glucose troubleshooting. No further details given.